Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. The patient also performs continuous ambulatory peritoneal dialysis (capd) therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was unknown if the hernia worsened with peritoneal dialysis therapy. On an unreported date beginning in either the month prior to the receipt of this report or in the same month as the receipt of this report, the patient was hospitalized for the hernia. Treatment for the hernia event was unknown. Dianeal therapy was ongoing at the time of this report. The patient was recovered from the event. No additional information is available.